Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Concomitant product: guide wire: runthrough. Evaluation summary: the device was returned for analysis. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and dimensional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query/review of the complaint database revealed no other similar incidents reported for failure to advance from this lot. The reported patient effect of dissection is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that using a femoral artery access approach during a procedure of the 70% stenosed ostial to proximal, and 90% stenosed proximal to mid left anterior descending (lad) artery the non-abbott guide wire was placed in the lad and diagonal (dg1). Predilatation with a 2.0 x 15 mm non-abbott nc balloon dilatation catheter (bdc) from the proximal to mid lad was performed. The 2.25 x 23 mm xience v stent was deployed proximal-mid lad, a 2.25 x 8 mm non-abbott stent was deployed at the mid lad, and a 2.75 x 23 mm xience v stent was deployed at the proximal lad. Post-dilatation was completed using a 3.0 x 9 mm non-abbott bdc at the proximal-mid lad. There was significant stenosis with slow flow of the ostial dg1 and a 1.5 x 10 mm non-abbott bdc and a 2.0 x 15 mm non-abbott nc bdc were used to open the ostial dg1; a 2.25 x 12 mm xience v stent delivery system (sds) was advanced but could not cross the ostial dg1. Under angiography a minimal dissection with a good outcome in the ostial dg1 was noted. The procedure was stopped and a final angiogram showe a good result without adverse patient sequela. No additional information was provided.